Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on december 19, 2006 and alleged that her one touch basic enhanced meter was reading inaccurately low. The patient stated that she was getting very low results (in the 40s and 50s). In 2006, around 6 pm, the patient was experiencing blurred vision. She tested on the meter with a result of 34 mg/dl. She went to the doctor "right away" and he sent her to the emergency room, in the emergency room meter, her blood glucose was 530 mg/dl and she was placed on IV insulin. She stated that she received the insulin "around the clock". The patient further mentioned that yesterday (dec 18, 2006), she obtained a result in the "40s and when she went to her doctor's office, her blood glucose was "3-hundred something". It is unclear if she had experienced any symptoms or received any treatment from the doctor at this time. There is no information provided regarding events leading to the high blood glucose symptom in the emergency room or her diabetes medical regimen. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). However, it was discovered that the patient was using the off-brand test strips (unicheck) with the meter at the time of concern error). The patient was walked through a check strip , test which passed within range. This complaint is reported because the patient experienced high blood glucose symptoms, which did not correlate with the reported meter's result at that time and she was treated with IV insulin. The hospital meter result reflected hyperglycemia, which matched the symptom. The patient was using off-brand test strips (use error) at the time of concern. There is no evidence of meter malfunction (check strip test passed within range).